Event description:
Caller reported a cartridge alarm 20 occurring during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy. Technical support confirmed the issue and decided to replace the pump with one pre-loaded with updated software. They also provided instructions for the storage mode and return of the faulty pump, instructed the caller to reach out to their healthcare provider for a backup therapy, and confirmed the shipping details for the replacement.